Event description:
It was reported during incoming inspection foreign substance was observed in the packaging.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Although it was indicated a sample would be returned, no information was provided as to when or if the sample was returned. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted.